Event description:
Healthcare professional reported rupture. Device side is unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on april 03, 2024, with lot number 2452371. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear). Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19apr2024. Additional, changed, and/or corrected data: b5; d6a.

Event description:
Healthcare professional reported rupture. Device side is unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with non-allergan device. This record relates to the left side.